Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jan-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a field service engineer (fse) confirmed that tower door four was not failed. The customer tested the hardware multiple times using the inventory account, and no failures occurred. No defects were found. The system functioned as intended after the field service engineer tested the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower hardware failed, required maintenance and the tower bottom 4th drawer bin could not be recovered despite unplugged and reconnected the tower, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.